Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that a fluid leak was discovered during fill 1 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the patient line connector but did not come into contact with the cycler. The patient contact reported receiving an m31 air detected in cassette warning during an unknown phase and cycle of treatment and prior to the leak. Fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact cancelled treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient would re-setup with supplies. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that a fluid leak was discovered during fill 1 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the patient line connector but did not come into contact with the cycler. The patient contact reported receiving an m31 air detected in cassette warning during an unknown phase and cycle of treatment and prior to the leak. Fluid did not come into contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact cancelled treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient would re-setup with supplies. Additional information was requested but was not received to date.